Manufacturer narrative:
The customer did not supply the age, date of birth, sex, or weight for the patients. A field service engineer (fse) was not dispatched to assess instrument performance. In conclusion, based on the written report and patient result printouts, a software malfunction likely occurred in which the software did not multiply the result by the manual dilution factor.

Event description:
The customer reported a software calculation error in regards to 1:20 (one to twenty) dilutions on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) portion of the unicel dxc 800i synchron access clinical system. The customer contact reported that the samples were loaded onto the ucta (universal closed tube aliquotter) and the dilution factor was a manual input into the unicel dxc 800i synchron access clinical system user interface. Two creatine kinase, isoenzyme mb (access ck-mb) samples from the same patient were analyzed at a 1:10 (one to ten) and 1:20 (one to twenty) dilution. Per the customer contact, the 1:10 (one to ten) dilutions are correct, while the result for the 1:20 (one to twenty) dilutions was not multiplied by the dilution factor. See the attached patient data table. The results were not reported out of the laboratory; the customer did not report any effect to patients or users attributed or connected with this event. The customer stated that qc (quality control) run before the incident passed within specifications. The samples were collected in 13 (thirteen) x75 mm heparin tubes, stored at room temperature, and tested when fresh. The samples were centrifuged at room temperature for 10 (ten) minutes at 1300 g (g-force).